Manufacturer narrative:
Follow-up #1: date of submission 03/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: during investigation, the keypad cover was intact and all keypad buttons were responsive during the investigation. The keypad cover was removed to find no contamination under the button contacts. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. No evidence of moisture was found internally. The complaint of an under responsive keypad was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left of the bumper, at the case seal below the bumper, and at the case seal to the left of the bumper. Additionally, the display was dim and fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On(B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.